Event description:
On (B)(6) 2012, a sonomz crx-cwg was removed from a pt 3 months after the date it was implanted because the hardware was broken. The device was not placed according to the IFU. The fracture type, a long oblique, was a contraindication for the device.

Manufacturer narrative:
The device was not placed according to the IFU. The fracture pattern was contraindicated. Additionally, the pt was believed to be non-compliant as reported by the surgeon through the sales rep. As such, off label use of the device created a situation where the implant was used on a fracture for which it was not suited.